Event description:
Boston scientific received information that this right atrial lead displayed impedance measurements greater than 2500 ohms, loss of capture and no sensing. The lead was abandoned surgically and replaced. No other adverse patient effects were reported.

Manufacturer narrative:
The abandoned lead has not been returned for analysis therefore boston scientific cannot confirm this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.